Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an atrial flutter. It was further reported that the right ventricular (rv) lead exhibited undersensing and irregular r waves. The right atrial (ra) lead exhibited undersensing. Both leads remain in use. No further patient complications have been reported as a result of this event.